Event description:
Event description guidant received information that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d), upon capacitor reformation of the device, the battery voltage dropped to 2.58v. Subsequently, another guidant cardiac resynchronization therapy defibrillator (crt-d) was successfully implanted.